Event description:
On (B)(6) 2022, a user reported product complaints to amazon customer service center and the staff emailed it to celltrion. User said that her sister who was confirmed positive a few days ago but the test result of celltrion diatrust covid-19 ag home test came back negative. This report is linked to (B)(4). Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date etc.) And any further information to investigate the type of complaint following by reporter's consent.